Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested the harmonic ace instrument involved in this complaint to be returned for evaluation, but it has not been received yet. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the instrument log for the harmonic ace instrument (part number 480275-08/ lot number l90220516 0043) associated with this event has been performed. Per this review of the logs, the harmonic ace instrument was last used in a procedure on (B)(6) 2022 via system serial# (B)(4). This is a single-use instrument. Isi has received the images of the broken harmonic ace instrument tip. The review of the provided image is conducted by the regulatory post market surveillance specialist (rpms) and found that the image was consistent with the alleged complaint of broken instrument tip. This complaint is reportable due to the following conclusion: it was alleged that the harmonic ace instrument tip broke and fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure. At this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, the harmonic ace instrument tip suddenly broke. The fragment fell into the patient and was retrieved during the same procedure. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the harmonic ace instrument was inspected prior to use with no damage observed. When the customer used the instrument for about 30 minutes to dissect the tissue, the instrument broke and the fragment fell into the patient. The fragment was retrieved during same procedure and confirmed with visual inspection. No additional surgical procedure was required and post-operative tests like an x-ray or ultrasound were not performed. It was unknown what caused the breakage to occur as the instrument did not collide with any hard materials or other instruments. The surgeon did not notice any issues with the functionality of the instrument. The fragment(s) did not fall inside the patient during an instrument tip or accessory collision. The instrument was not removed during the procedure (prior to the breakage). Upon final removal of the instrument, the wrist was straightened, and the surgical staff did not feel any resistance upon removal of the instrument through the cannula. Both instrument and cannula had no other damage after the event occurred. There was no patient injury and has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint "it was reported that during a da vinci-assisted thyroidectomy surgical procedure, the harmonic ace instrument was found to have the tip broken." Failure analysis found the primary failure of broken blade to be related to the customer reported complaint. The instrument was found to have a blade broken. The blade broke at roughly 0.19¿ from the base. Broken piece was returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. Common causes of the failure mode broken instrument blades are typically attributed to mishandling/ misuse. Cracked or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in crack which then result in broken blades). A review of the instrument log for the harmonic ace instrument (part# 480275-08/ lot/serial# (B)(6)) associated with this event has been performed. Per this review of the logs, the harmonic ace instrument was last used on (B)(6) 2022 via system serial# (B)(6). This is a single-use instrument. Isi has received the images of the broken harmonic ace instrument tip. Failure analysis confirmed the common causes of the failure mode broken instrument blades are typically attributed to mishandling/ misuse.

Event description:
Refer to h10/h11 for follow-up information.